Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The analysis showed multiple abrasion marks along the lead. In particular between 55 cm and 57.5 cm distal to the df4 connector pin the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. In the above mentioned region the conductor cable leading to the rv shock coil was found exposed. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing processes for the returned devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 77 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported the lead was explanted.